Event description:
It was reported that approximately 20-30 minutes after arrival from the cath lab to the ICU, the pump began to encounter alarms; helium loss 2, high baseline, and helium loss 3 (during leak test). As a result, the pump was exchanged for another. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. The photo was reviewed and shows two "helium loss 2" alarms on alarm strips. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of multiple frequent alarms is confirmed based on the provided photo. The picture showed two "helium loss 2" alarms on alarm strips. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that approximately 20-30 minutes after arrival from the cath lab to the ICU, the pump began to encounter alarms; helium loss 2, high baseline, and helium loss 3 (during leak test). As a result, the pump was exchanged for another. No patient harm or injury. Patient status is reported as "fine".